Event description:
Initial reporter indicated that a hospital needed a new power cord for their hp jonada handheld computer, because it was not "holding its charge". Reported "the gold prongs were facing up, and they tried using different outlets. The physician thinks the problem is the ac adapter cord because it is loose." Good faith attempts have been made for product return.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.